Event description:
Customer reported difficulties with the wake button on the device. There was no reported impact on the customer's blood glucose level. No additional information was received regarding the outcome of the event.